Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-05823. It was reported the patient received intermittent stimulation as the ipg randomly turns on and off. Surgical intervention is planned to address the issue.

Event description:
Device 2 of 2 : reference MFR. Report: 1627487-2018-05823. Follow-up identified the patient underwent surgical intervention to address recharge burden (reference MFR. Report: 1627487-2018-09843) and the thoracic ipg was explanted and replaced.